Event description:
It was reported that during a peripheral treatment procedure, a vessel rupture occurred. During an endovascular procedure with a non bsc stent graft for an abdominal aneurysm repair, the patient's right iliac artery ruptured after use of a ultra-thin balloon catheter to dilate and angioplasty the right iliac artery. The physician then converted the patient for a successful abdominal aorta aneurysm open repair. No further patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).